Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 3.6, lab: 2.3 (5-10 minutes between tests). Patient's mother is testing her underage daughter. Caller reports wiping the first drop of blood.